Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "incorrect operation".the lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the meter bag labeling is found to be adequate based on past reviews.

Event description:
It was reported that the unknown advanced meter tray was missing the 10ml water syringe. This was noted during a training session via the sales team and the facility. No medical intervention was reported.